Event description:
The salute fixation device was used in demonstration. It's intended use is for fixation of prosthetic material. The device was deploying straight wire instead of the "q" shaped coil that is required. Upon return to onux the device was visually inspected. The section of the tip that creates the "q" coil was sheared off.